Event description:
Pt found to have a retained portion of a single lumen infusion catheter following a subclavian vein introducer conversion to a double lumen catheter. Retained portion recovered by interventional radiology (angio).